Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia every night, with glucose readings reportedly as low as 25¿40 mg/dl, accompanied by subsequent rebounds to elevated glucose and recurrent lows, despite alerts and treatment with oral glucose; one episode required non-medical assistance from a family member to obtain juice. Symptoms included sweating, muscle weakness, irritability, and shaking. Outcomes included hypoglycemia without medical intervention or hospitalization, with correction achieved using oral glucose. Investigation included complaint intake review and troubleshooting and education regarding device use and hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.